Event description:
Technician alleged the brakes will set but not hold. No pt impact.

Manufacturer narrative:
The technician replaced all brake casters and brake caster supports to resolve the issue.